Event description:
It was reported that the e-stop is not working. After restart, there was still an error displaying (e-stop on). There was no patient involvement.

Manufacturer narrative:
A.1. Patient identifier: correction. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse inspected internal and external components. Error 24 (emergency stop button fault) was displayed and the emergency stop (e stop) button was not pushed in. When moving the e stop harness the wires were shorting the unit and causing the unit to shut off and turn on. The e stop button and the harness were replaced. The unit was rebooted and the error did not reappear. The unit passed all functional testing. The emergency stop switch was returned to our quality assurance laboratory. Upon receipt, visual analysis did not identify any physical damage. The electrical connections were in good condition. Based on the information available, and analysis results, the reported clinical observations were confirmed. Replacing the harness and e stop button resolved the issue. It is likely that the malfunction identified by the fse led to the reported issues. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the e-stop is not working. After restart, there was still an error displaying (e-stop on). There was no patient involvement.